Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor speed was high, there was possible oxidation on the motor, and the unit was out of calibration and the motor and bearings were replaced to resolve the reported issue and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery device did not work the first time. It had to be shaken for it to work. Graft was in 2 flaps which took, and no adverse event involving the patient occurred. The graft healed properly in the end, and no additional graft was taken. No other adverse event was reported as a result of the event.